Manufacturer narrative:
(B)(4). Evaluation summary: the device was received out of the pouch and primed. A microscopic inspection was performed. The devices swage height was measured. The septum was observed to snap back into place when removal was attempted. The cause of the inverted septum is unknown. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. Evaluation summary: actual sample was available at the plant for evaluation. Visual inspection showed that the septum of the bottom y site was inverted. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that port (close to male luer end) was found cracked in an interlink continu-flo solution set with 3 injection sites during infusion of normal saline (non-baxter product) solution. It was also reported that the nurse did not realize the set was leaking until the patient¿s bed was wet; however, the patient did not come into contact with the solution and the access set was replaced immediately. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.